Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Ref MFR reports: 1627487-2012-02239, 1627487-2012-02240 and 1627487-2012-02242. It was reported, the pt experienced redness and a burning sensation while charging his ipg. He stated, he noticed this occurring after his implant. He reported the burning sensation started a few minutes into charging and the redness lasted for several days. The sjm rep advised the pt of charging precautions; however, the pt stated, he will not be trying the recommendations as he has not used his device for at least 9 months. The pt also reported he had experienced rib stimulation. He stated the issues are resolved since his system is unused and he has no immediate plans to explant the system. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.